Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative (rep) reported that the patient encountered a recharger abnormality. The recharger cannot recharge the implantable neurostimulator (ins) normally after repair. The patient cannot identify the charging status. The charger could not display any message to indicate the charger was fully charged even though it was charged for a very long time. The patient also encountered a patient programmer (pp) abnormality. The pp cannot synchronize the ins sometimes and the same situation happened with another pp. This was further explained as when the patient's pp was connected with another patient's battery it worked well, while another patient's pp cannot work properly with the patient's "charger." The error message displayed of synchronize the pp and ins. The pp can display the correct battery information sometimes. The impaired pp will be returned to the device manufacturer for repair. No symptoms were reported. The outcome was noted as further intervention to prevent permanent disabilities and no patient injury. The rep additionally reported that the patient complained about the recharger's efficacy and she worried that the recharger instability would lead to the loss of efficacy. It was confirmed that there were no patient symptoms. Troubleshooting was performed and action taken to resolve the issue was changing the recharger and pp a week later. The patient outcome was stated as "the recharger and pt programmer issues last until now." The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.